Event description:
Patient was implanted for vertebral compression fractures at levels t8-t9 in (B)(6) 2012. The patient was also implanted with the matrix system at levels t10-pelvis. On (B)(6) 2013, the patient had a posterior lateral fusion revision procedure extension above the fracture at levels t4-t10 to stabilize the construct further up. The surgeon tightened the construct at levels t4-t9 to make room for connectors. At level t10 the surgeon loosened up 4 caps to make it easier to take out the screws. The surgeon was having difficulty removing one cap. Two screwdrivers and broke both screwdrivers while removing the one cap because of the amount of force required. None of the caps or screws was broken, all parts were intact. The surgeon replaced two caps and two screws. There were no broken fragments left in the patient from either screwdriver.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reportedly, there was no delay in the procedure. Device was swapped out and the procedure was completed. This is report 3 of 6 for complaint (B)(4). Device was implanted on an unknown date in (B)(6) 2012. The investigation could not completed; no conclusion could be drawn, as no product was received. Without a lot number, the device history records review could not be completed. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.